Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Addr01 implantable pulse generator (ipg) (B)(6) 2012; 5054-52 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that there was a sudden rise in and high atrial lead impedance. It was further reported that a lead fracture was confirmed via x-ray and the lead was inactivated via programming. The lead remains in the patient. No patient complications were reported as a result of this event.